Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured and vertically separated at the middle part of the balloon. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.